Event description:
Info received indicates the head section is slowly drifting down when weight is applied.

Manufacturer narrative:
The technician replaced the head section gas springs to repair the stretcher.